Event description:
A report received from (B)(6) states that an operator of the device at the user facility reached under the light shield as the instrument was performing testing. The operator was attempting to remove a stray cuvette. Her hand was injured and scraped and was stuck by the moving probe. The injury was reported as a break in the skin with bleeding. The operator received treatment at an emergency clinic that included (B)(6) prevention. The operator's health outcome was not reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not available for evaluation; therefore, no further investigation was possible. The source of a stray cuvette could not be determined. Warnings and cautions are in place to prevent injury to the operator. Good laboratory practice would include shutting off the device to retrieve a stray cuvette as well as maintaining standard blood borne pathogen practices, including using protective equipment. There was no evidence of a malfunction or a manufacturing issue related to the device.